Manufacturer narrative:
Investigation still underway.

Event description:
It was reported that the cot collapsed during loading a pt on it. The employees of the ems station further reported that they loaded the pt on the cot in the lowest position and raised the cot into the highest position. They then observed that the cot began to collapse. There was pt involvement, however, no adverse consequences were reported.